Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Imagery was provided. During review of the imagery, tortuosity was noted in the patient¿s vasculature was noted. The total inflation and deflation time during valve deployment was greater than edwards specification for inflation and deflation time. A photograph of the device post procedure revealed that the crimp balloon was twisted. It is possible that the twist on the crimp balloon was due to torquing the delivery system through the tortuous anatomy. Alternatively, as identified through a CAPA, the twisting of the crimp balloon component can occur during manufacturing, leading to an incorrect crimp balloon shape on the final device assembly. This CAPA was opened for complaints that came in with the same failure mode. Of note, no issues were noted during device preparation, and it was stated that the twists could be straightened out after manipulating the device post procedure. This suggests that the twists may not have been due to manufacturing as no issues were observed out of the box and the altered material profile was temporary. Because the device has not been returned for further engineering evaluations, we cannot confirm if this as a manufacturing defect. Available information suggests that either patient/procedural (torquing device in tortuous anatomy) or a potential manufacturing defect may have contributed to the complaint events. The following were reviewed for instructions/guidance for preparation and use of the devices: thv deployment: unlock the inflation device. Initiate rapid pacing. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment and ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. No IFU/ training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. DHR review did not reveal any issues that could have contributed to this complaint event. Lot history review revealed no additional complaints for the related event. A review of complaint data for november 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend categories. The complaints was confirmed based on the imagery returned from the field. Although a definitive root cause was unable to be determined, it is possible that patient/procedural factors contributed to the incorrect balloon shape (torquing system in tortuous anatomy). Alternatively, a potential manufacturing defect may have contributed to the incorrect balloon shape. Slow inflation/deflation of the device is a result of the incorrect balloon shape. A CAPA was previously initiated to conduct investigation and institute any necessary corrective and/or preventive actions as required regarding the incorrect balloon shape as a result of manufacturing. Additionally, a risk assessment was previously initiated and addresses the product risks related to this issue. No labeling/training/IFU deficiencies were identified.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in japan, during implant of a 26mm sapien 3 valve in the aortic position using transfemoral approach, after the distal part of the 26mm commander delivery system came out of a 14fr esheath, torque was applied on the delivery system to pass through multiple bends in the thoracic aorta. During valve deployment with 1ml less than nominal volume, balloon inflation was difficult with intense resistance. The operator managed to fully depress the plunger of the inflation device by force. At that time, a pressure gauge of inflation device showed 6-7 atm. The valve was properly secured in the targeted position. During balloon deflation, the operator started to pull back the delivery system before full deflation was achieved because it took very long to suck out contrast from the balloon. Before removing delivery system out of body, the operator confirmed that the balloon was fully deflated. There was no difficulty upon delivery system removal. Checking the removed delivery system, the operator confirmed that the balloon catheter was kinked in spirals, and after straightened the spirals, the balloon could be inflated and deflated without difficulty. The valve was functioning well and there was no injury to the patient. The patient¿s thoracic aorta was bent at several sites above the area where the sheath distal tip reached. Per the operator, while twisting the delivery system half around, he advanced the delivery system by using the flex wheel to pass it through the bends in the thoracic aorta. The balloon shaft may have twisted during this manipulation.